Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/08/2019, device returned to manufacturer: yes. Device evaluation: the preloaded delivery system, model pcb00, returned at manufacturing site for evaluation. The plunger was observed in advanced position. Visual inspection using a microscope showed that the intraocular lens (iol) was stuck into the iol cavity/chamber of the device. The trailing haptic was observed distorted and the push rod tip was overriding the lens. The customer's reported issue could not be verified. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted and therefore not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a perfect preparation, the pcb00 tecnis monofocal iol (intraocular lens) would not come out of the cartridge. Reportedly, there was patient contact with both the cartridge tip and the lens. No incision enlargement and no patient injury. Another lens was used instead. No additional information was provided.